Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead connected to an implantable cardioverter defibrillator (ICD), exhibited high out of range pace impedance measurements greater than 2000 ohms. Low amplitude was also observed. Technical services (ts) recommended further review. No adverse patient effects were reported. This product remains in service. Additional information was received that high capture thresholds were also observed. Ts recommended further lead review, including considering impedance alert cutoff adjustment. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead connected to an implantable cardioverter defibrillator (ICD), exhibited high out of range pace impedance measurements greater than 2000 ohms. Low amplitude was also observed. Technical services (ts) recommended further review. No adverse patient effects were reported. This product remains in service.